Event description:
I had the essure coils place after the birth of my 4th child in 2011, since having the coils placed I have had significant pelvic pains, severe menstrual cramps, weight gain, recurrent pelvic infections, swelling and inflammation in my pelvic area and abdomen. I am currently in the process of finding a obgyn to remove the essure coils and assess the damage to my pelvic region. I have had 2 ultrasounds and a cat scan all due to pelvic pain. This device has cost me thousands of dollars in office visits, and has greatly negatively affected my quality of life. I have pain daily, my marriage has suffered as sexual intercourse is very painful, and my desire for sex has dropped dramatically. I have had to change my diet to help alleviate some of the inflammation but nothing truly rids me of the pain.